Event description:
A surgeon implanted an express mini glaucoma shunt device in a pt's right eye with no complications. The surgeon reports that after perfect implantation of glaucoma shunt 3 months later the pt came in with complaint in right eye of irritation and blurry vision. Pt was found to have flat anterior chamber, choroidal effusion and hypotonous right eye due to conjunctival erosion and rotation of glaucoma shunt. Hypotony treated with viscoelastic, then dilated, then treated with predforte. Device explanted with no complications. No further info is available at the time of this report.